Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of admission. The customer was given intravenous glucose for treatment at the hospital. The customer's husband also administered a glucagon injection. The customer also had a low of 28 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with operating currents within spec. Insulin pump passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistance (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Insulin pump received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Insulin pump received with cracked case at battery tube threads and belt clip slot. Insulin pump received with minor scratched display window and case. Insulin pump received with stained end cap sticker. The p-cap / reservoir did not locked properly due to broken reservoir tube lip.